Event description:
It was reported that the insulin pump alarmed button error, which the customer stated he did not hear. The blood glucose reading was 267 mg/dl. The customer's mother reported that she and the customer were having lunch, and after an infusion set change, the device alarmed no delivery. She stated that the alarm occurred several times and the customer had to treat with a manual injection in order to eat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was monitored with test minilink and glucose sensor simulator and the sensor feature worked properly. No lost sensor alarms were noted. The insulin pump was received with all buttons responding properly. No button error alarms were noted. The insulin pump had cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.